Event description:
It was reported that the device exhibited error code '900004'. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 11/28/2023. H3: one device was returned for analysis in used condition. Visual evaluation found damaged upstream occlusion (uso) seal. The primary problem was duplicated. Device shows error code 45639 upon startup. A faulty printed wiring assembly (pwa) board is the probable cause. The device has not been in for service previously, was repaired and passed all functional tests.